Event description:
Boston scientific received information that this pacemaker experienced high rate pacing during an esophageal scope and colonoscopy procedure. This issue is caused by interactions between the device and hospital monitoring or diagnostic equipment when the minute ventilation feature is programmed on. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.